Event description:
Customer reported a past high blood glucose event with the cause remaining unknown, and the highest blood glucose level shown as ¿high.¿ the customer administered a correction bolus via the pump, and control iq feature was active at the time of the event. Technical support recommended consulting with a healthcare professional to explore factors affecting blood glucose levels, a suggestion which the customer understood and acknowledged.